Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the ablation procedure, the needle failed at the time of application. Improper cooling alert. The pump was checked, whether there were bubbles in the equipment, water, and ice; all inputs were adequate. Electrode temperature varied quickly from 0° to 98°c. The procedure was therefore cancelled.

Manufacturer narrative:
Additional information: b5, g3, h6 (imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the ablation procedure, the needle failed at the time of application. Improper cooling alert. The pump was checked, whether there were bubbles in the equipment, water, and ice; all inputs were adequate. Electrode temperature varied quickly from 0° to 98°c. The procedure was therefore cancelled/discontinued and rescheduled for other dates, at the doctor's option. The patient had already been anesthetized. Another antenna was used with the same generator and the generator worked fine.

Manufacturer narrative:
Additional information: d3 (mfg name and address), d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that a circulation leak test was performed and water passed through the device's tubing without issue. The tubing was crimped to create back pressure; however, no leaks were observed. No nicks were seen in the insulation of the needle nor the cable. It was reported that the needle failed at the time of application and the temperature was unstable. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.